Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's diet counselor reported the infusion device piston rod is damaged and the infusion device does not deliver insulin correctly. Patient has experienced elevated blood glucose of up to 600 mg/dl and ketosis as a result. On (B)(6) 2011 at 7:00 a.m., blood glucose was 107 mg/dl. Blood glucose elevated to 241 mg/dl at 12:00 p.m. And 400 mg/dl at 2:00 p.m. Patient vomited and felt very sick, and she delivered insulin via pen as a correction. Patient changes the cartridge and tubing every 8-9 days and the infusion needle every 2 days. Patient did not have an infection or start new medication. Normal blood glucose is 110 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.